Event description:
From voluntary report: (B)(4). Mom stated the pump did not alarm when the tubing was kinked. When mom checked the feeding set, the feeding set should have been empty, but remained half full. Mom checked pt's blood sugar; however it did not register. A second time mom woke up due to pt's crying, and the pump was set at 0.1 ml/hr instead of 43 ml/h. Pt was hot and sweaty; her blood glucose was 34 mg/dl. Mom states she did not change the rate to 0.1 ml/hr and feels the pump changed on its own. In both cases, mom pressed the prime button to administer formula via g-tube and she also provided a bottle orally. Blood glucose returned to normal.

Manufacturer narrative:
Device has not yet been returned to the MFR. A serial number was not provided. A f/u report will be sent when additional info is available.